Event description:
It was reported that the portex® endotracheal tube cuff leaked. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One used portex® endotracheal tube was returned for evaluation. The sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were observed. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in cuff. This complaint falls within the scope of CAPA which was implemented in order to address this issue. The investigation show that trend of cuff leakages downwards after actions performed. No further action is needed.